Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The serial number, and the device manufacturer date are unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that on (B)(6) 2016 at 3:00 pm he tested but was unable to get a reading from his adc blood glucose monitor. The customer reported that he fell asleep, and that during the night his daughter found him on the floor, "half unconscious." Customer's daughter tested the customer with her meter with a result of "500 something" mg/dl. The customer was taken to a va hospital, where his blood glucose was tested with results of "400, 415" mg/dl. Customer was treated with "7 units long-acting shot at upper thigh" (customer did not know the medication he was treated with). Customer mentioned staying in the hospital until (B)(6) 2016 but did not wish to provide further details.